Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false detection of a loaded set which was experienced during the evaluation. Evaluation found evidence of fluid intrusion on the downstream sensor causing the reported symptom. The downstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump falsely detected a loaded set. It was also reported there was no patient involvement.